Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was received by the customer on an unknown date. It was reported that upon receiving the packaging, the balloon packaging was perforated/torn in the areas where the scratches are observed. Media inspection of the product packaging provided by the complainant revealed multiple small punctures and indentations located on the sterile pouch. The damage appears as several clustered pin sized penetrations and surface dents on the front side of the sterile pouch. The complainant also reported that the outer shipping box containing the sterile balloon pouches showed no signs of damage. The device was not used in a procedure. No patient was involved at the time of event, and no patient complications were reported in connection with this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a020504 captures the reportable event of a hole in the device packaging.